Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite program optimization. It was also stated that the patient's implantable pulse generator (ipg) was protruding quite far from the skin. The patient underwent an explant procedure and the explanted devices will not be returned.

Manufacturer narrative:
Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite program optimization. It was also stated that the patient's implantable pulse generator (ipg) was protruding quite far from the skin. The patient underwent an explant procedure and the explanted devices will not be returned. Additional information was received that the patient was doing well postoperatively and the explanted devices were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7116037, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7116052, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite program optimization. It was also stated that the patient's implantable pulse generator (ipg) was protruding quite far from the skin. The patient underwent an explant procedure and the explanted devices will not be returned. Additional information was received that the patient was doing well postoperatively and the explanted devices were retained by the medical facility.